Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl due to the occlusion alarm received earlier in the day. The customer went to the emergency room (ER) after bg levels did not decrease after using manual injections. The customer's ketone level was large and the healthcare provider considered it as dangerous.

Manufacturer narrative:
On (B)(6) 2017: during follow-up, it was reported that the customer went to the emergency room (ER) to help bring their blood glucose (bg) levels under control. While in the ER, the customer was treated for their elevated bg level of over 500mg/dl and mild ketoacidosis with insulin fluids and medicine to combat nausea. The customer was released from the ER a few hours later in a stable condition. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced elevated blood glucose (bg) levels near 600mg/dl and large ketones. The customer was treating the ketones with insulin and fluids. The customer changed their supplies multiple times and continued receiving occlusion alarms. During troubleshooting with tandem technical support, it was determined that due to the recurring occlusion alarms even after supply changes, the pump would be replaced. The customer was to contact their healthcare provider in order to received back up therapy for diabetes management.